Event description:
Spontaneous call from patient mother to report error message blockage detected. Mom states there is a white build up at the end of tubing. Patient was able to return infusion successfully with new tubing set. No other details known. Tubing used to infuse remodulin at above rate and frequency using ms3 pump. Reported to (B)(6) by pt/caregiver.